Event description:
It was reported that this cardiac resynchronization therapy pacemaker and non boston scientific left ventricular lead exhibited intermittent loss of capture. It was noted that the patient had undergone an atrioventricular node ablation as the patient was in atrial fibrillation. The patient experienced feeling woozy. The health care professional was going to schedule the patient to come into the clinic for further evaluation. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.